Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced episodes of lightheadedness and dizziness. It was observed that the cardiac resynchronization therapy defibrillator (crt-d) was pacing below lower rate on rate histograms. It was also noted that it was suspected that there was right atrial (ra) lead undersensing or an inappropriate rate response. The crt-d and the ra lad remain in use. No further patient complications have been reported as a result of this event.